Event description:
It was reported that the arcticsun device displayed suboptimal flow rate during patient therapy. The flow rate was between 0.5-0.6 l/min. The device was switched, however the issue persisted. The neonatal pads were replaced and the flow rate increased.

Manufacturer narrative:
The reported event could not be confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), neonatal arctic gel pad present. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted no visible chips and deformities at the ends of all connectors. Each pad was individually tested with the flow rate found to be acceptable for all returned pads. (Acceptable range 2.4 l/min. M2). The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: " attach the pad's line connectors to the fluid delivery line mainfolds. See arctic sun temperature management system operators manual and help screens for detailed instructions on system use. Begin treating the patient. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed suboptimal flow rate during patient therapy. The flow rate was between 0.5-0.6 l/min. The device was switched, however the issue persisted. The neonatal pads were replaced and the flow rate increased.